Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that guide wire entrapment and tip detachment occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the right coronary artery. A 182cm choice pt guide wire was used and a non bsc drug-eluting stent was implanted in the target lesion however the guide wire looped and locked on the distal edge of the implanted stent and became stuck. It was then noted that the distal edge of the implanted stent had accordioned. The physician pulled the wire however the tip broke and remained lodged in the implanted stent. Since the patient was stable, the physician elected not to perform any intervention and decided to perform bypass surgery at a later date. No patient complications were reported and the patient's status was stable.